Manufacturer narrative:
It was reported that the original serial number of the iabp reported to be involved in this event was incorrect. As of the date of this report the correct serial number is unknown.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was generating a "fiber optic is unavailable" message. The customer reported that the issue is with the iabp and not the catheter as the iabp was switched and the same catheter worked. The circumstances under which this event occurred are unknown as is patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was generating a "fiber optic is unavailable" message. The customer reported that the issue is with the iabp and not the catheter as the iabp was switched and the same catheter worked. The circumstances under which this event occurred are unknown as is patient involvement. However, no adverse event was reported.